Manufacturer narrative:
Investigation: x-review DHR. X-inspect returned samples. Analysis and findings: complaint: (B)(4). Was the complaint confirmed? Yes. Distribution history: this complaint unit was manufactured at csi on 04//30/2020 under wo#: (B)(4) and shipped on 12/15/2020. Manufacturing record review: DHR 260210 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the unit's plunger suspected of being over crimped, but a definitive root cause is not available. This can produce an less than smooth activation, rough even. Correction and/or corrective action: the unit was repaired, tested and returned to the customer. Service & repair will retain suspect plungers if they arise for further evaluation. A review of the remaining (B)(4) units from this wo have not been returned for similar failures. No further corrective action is necessary. No further training required. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Handle gets stuck and has trouble depressing down. Not smooth operation. Order: (B)(4). Confirmed complaint: valve plunger seal over crimped and flared. Rmf0026 risk is 9 for excessive internal pressure buildup. 1216677-2021-00182 wallach ultra freeze 900076 e-complaint: (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Handle gets stuck and has trouble depressing down. Not smooth operation. Order:(B)(4). Confirmed complaint: valve plunger seal over crimped and flared. Rmf0026 risk is 9 for excessive internal pressure buildup. Wallach ultra freeze 900076. E-complaint (B)(4).